Manufacturer narrative:
(B)(4). The device history record (DHR) and document assessment ((B)(4)) review did not show issues related to the complaint. The sample was returned for evaluation and there were no visual defects detected. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: the unit is not functioning during use. No harm or injury to patient reported.